Manufacturer narrative:
Testing of the incident rfa2020 electrode found it did not read the temperature within specification. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use, the temperature was unstable. However, after starting the water flow, temperature was indicated normally and the antenna was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use, the temperature was unstable. However, after starting the water flow, temperature was indicated normally and the electrode was used to complete the procedure. There was no patient injury.